Manufacturer narrative:
(B)(4). The device was not received for analysis. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a moderately calcified coronary artery. A 3.00mm x 15mm emerge¿ balloon catheter was advanced for pre-dilatation. However, during the first inflation, the balloon ruptured. The device was removed from the patient's body and the procedure was completed with a non-bsc balloon catheter. No patient complications were reported.